Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-03399 which was submitted on march 6, 2021. Olympus medical systems corp. (Omsc) confirmed that there are no malfunction or adverse events that require the MDR report about this event.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that there was no signal from the sdi [2] in connector of the subject device and then the image on the subject device was not displayed at the subject device installation to the user facility by olympus. Since there were no problems such as the sdi [1] in and other input connectors, the user facility has kept using the subject device. Olympus staff who worked to install reported the malfunction occurred after connecting the subject device to the outlet, and the installation was followed the regular install procedure with two staffs. There was no patient injury associated with this report.